Manufacturer narrative:
Patient identifier information unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip was worn on one t25 stardrive shaft was discovered with malfunction during routine maintenance inspection. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: no patient involvement was reported, initial reporter, country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part # 03.632.002 , synthes lot # 6949471 , supplier lot # na , release to warehouse date: 20aug2012 , manufactured by synthes monument , no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Flow: damaged: visual (appearance not as expected) visual inspection: the t25 stardrive (part 03.632.002, lot 6949471, mfg 20aug2012) was received at us cq with a stripped distal tip. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review the following drawing was reviewed; screwdriver shaft, matrix t25 stardrive, hex coupling: (mfg) and (current) DHR review showed no relevant ncr¿s were generated during production. Conclusion: the complaint condition is confirmed as the t25 stardrive (part 03.632.002, lot 6949471) was received stipped. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being over torqued) over its 6+ year life span. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.